Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver download retrieved and attached: passed. Finding related to complaint in receiver download: yes. ¿screen pairing failure alarm¿ was observed within the investigation window, see attachments. Receiver functional test: passed. Receiver post pairing test: passed. See attachments. Case opened for interior inspection: passed. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).